Manufacturer narrative:
A care giver was transferring the patient from wheel chair to bed. During transfer the patient was being lifted up, the pocket straps ripped off and the patient slowly fell on the floor. The helper used an old sling and transferred the patient to bed. No injuries to patient or care giver.

Event description:
While using the sling one of the straps ripped and patient slowly fell to thr floor. No injuries.

Manufacturer narrative:
The investigation was performed based on 5 why's method and was determined the incident occurred due to user error. Root cause: user error, the care giver failed to follow the instructions to assure the sling was not slipping up the patient's back and the sling had no folds or wrinkles in the sling fabric. The middle strap is not weight bearing strap, therefore when the patient slid down from the sling the weight was in the middle strap. Corrective action: the sling instructions will be updated to include a warning that the patient's weight should not be on the center strap located between legs. Assure that your patient is properly sitting or lying in the sling before lifting. The user will be trained through the dealer and manufacturer also recommends the user to watch training videos available on the manufacturer website.

Event description:
While using the sling one of the straps ripped and patient slowly fell to thr floor. No injuries.